Event description:
A health care provider (hcp) reported via a manufacturer representative that channel 1 (blue) was not recognized prior to use. Impedance check did not pass on the screen of the nerve monitoring console. There was no known patient impact reported. There was no error code displayed. They tried impedance check for several times as part of troubleshooting. There was no patient impact.

Manufacturer narrative:
H3:product analysis confirmed that visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were as follows: 33 ohms (blue), 24 ohms (blue with white stripe), 21 ohms (red), and 29 ohms (red with white stripe), all of which were within specification. There were no shorts between circuits or intermittent behavior while manipulating the circuits. Under magnification, there were no cracks in the electrode contacts and the contacts were centered on the midline. A review of the global complaint data showed no other complaints about this lot number. The information most likely indicates an issue with user setup. The product information and instructions provides contraindications and warnings that identify reasons why a user may experience reduced or eliminated emg responses to direct or passive neural stimulation such as; paralyzing agents/lubricants/sprays, neuromuscular fatigue from prolonged or repeated exposure to electrical stimuli, deep anesthesia, which may suppress neuroelectrical activity, electrode placement, insufficient contact between the electrodes and vocal cords due to misplacement or using a tube size that is too small, and displacement during the procedure when rotating, flexing, or extending the patient¿s head and neck. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.